Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found one similar complaint on this lot. The product final aa64181002 folysil overguide 5/15ml ch18 lot 6328227 for 945ea has been manufactured in june 2018 and the expiry date is june 2023. Checking the quality databases revealed no anomaly in connection with the described defect. The sample returned was put in a simulation bath from february 12th until february 26th - the result of the test shows a balloon conform. The balloon burst issue is known and monitored on a monthly basis. Possible root cause is a weakness area in the silicone material of the balloon. No other corrective action will be implemented as the specific trend for balloon deflating and this product family has an average which is considered acceptable as per the threshold.

Event description:
According to the available information, when refilling the balloon, the balloon burst, the red valve is leaking.